Event description:
Pt underwent cardiac catheterization procedure. At end of procedure, attempts were made to remove sheath. Tip of sheath (with one-way valve and side part) separated from sheath catheter. Physician gripped remaining portion of sheath and pulled it from the pt's right radial artery. No pt complications resulted.